Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material attached to the scope could not be identified and a definitive root cause of the observed issues could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, the foreign material observed under the light guide lens could not be identified, however, since the foreign mater was not attached to the outside, the issue was likely the result of user mishandling and reprocessing was not able to remove the material. The event may be detected/prevented by following the instructions for use sections below: tjf type q180v operation manual 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system preparation and inspection. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ manually cleaning the endoscope and accessories reprocessing survey info: - the accessories used for reprocessing had no abnormality. - performing precleaning was not delayed. - outer surface of the device was wiped off at precleaning. - wiping or brushing may have been inappropriately performed at manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the adhesive around the light guide lens had foreign objects. The inside of the light guide lens, also contained foreign objects. Additionally, the grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The suction cylinder had corrosion. There was no scope ID data. The light guide lens had a crack. The adhesive on the bending section cover (a-rubber) had a crack. The connecting tube buckled. The distal end had residual liquid. The adhesive around the objective lens had a crack. The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, the light guide lens and distal end had foreign material and the light guide lens had adhesive containing foreign material. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.